Manufacturer narrative:
A ge service representative performed an onsite investigation and evaluated fuses, power supplies and other components. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.